Event description:
Health professional reported the lap-band system was explanted due to an alleged "port flip". Follow up findings: health professional reported that the pt has had "three to four port flips" that were repositioned and this event "may be the third" displacement. The lap-band system was removed without replacement "per the pt's request." The displacement was first noted when "the physician was unable to access the port." An x-ray was conducted that confirmed the displacement. Info has been requested regarding the port displacements that were repositioned, but the reporter stated that per the hospital's policy the reporter is not able to provide further info.

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ex strain relief. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery."